Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that visible stimulation was observed on the patient's chest and the right ventricular lead had been programmed unipolar. The right ventricular lead was capped (B)(6) 2020 and replaced due to extracardiac-stimulation. The patient was stable before, during and after the procedure.